Manufacturer narrative:
(B)(4). Pump was received with a blank display, problem isolated to the electronic assembly. Unable to verify insulin flow blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Event description:
Information received by medtronic indicates the insulin pump alarmed insulin flow block during fill tubing. The customer was assisted with troubleshooting and was able to manually push the plunger very slowly and verified insulin exited the tubing. The insulin pump will be returned for analysis.